Event description:
It was initially reported that a patient's pump ran dry, and had been dry for a few weeks. It was later reported that the patient was admitted for withdrawal; and was put on IV benzodiazepines. The patient had a "fever, rebound spasticity, discomfort, etc." A scheduling error was noted; and the pump did alarm. The reason for the missed dose was not known. A refill, with drug concentration of 2000 mcg, was started again along with a bolus dose. The patient returned to baseline, and was discharged within a couple days. Drug delivered via the device was baclofen.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: unk.